Manufacturer narrative:
Na

Event description:
It was reported that the device was interrogated while the patient was in the hospital for an unrelated issue. The device displayed an error message stating possible output circuit damage. It was noted that the patient had not had a device check for a year and a half prior to this event. It is suspected that the device and lead are both damaged. The physician elected to monitor the patient, and no changes have been made.